Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirted out during manual prime. The customer¿s blood glucose was 129 mg/dl. The customer stated that they changed the infusion set and on the fill tubing process the insulin starts squirting out. Troubleshooting was performed. The customer reported insulin continues to drip after letting go of the act button during the prime process. Remove the reservoir from the vial. The customer also stated that the tubing connector or the top of the reservoir were wet with insulin, alcohol or any other liquid prior to connecting the tubing connector to the top of the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed during prime test due to loose drive support disk.